Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient went to visit relatives out of town on a ranch that had a large transformer/electric station. They turned their ins off to drive but turned it back on upon arriving. They experienced increased stimulation that seemed to continue to get stronger even while trying to turn it down. They turned the ins off. The patient turned the ins on after a couple hours at a different location and experienced the same increased stimulation. The patient waited to turn stimulation back on until they were back in their own home. The patient had been able to use their stimulator as usual without the uncomfortable stimulation since the incident. The issue was resolved. No further complications reported.